Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a left hip revision due to head dis-association from stem causing pain. Also devices part of recall.

Manufacturer narrative:
An event regarding alleged pain and disassociation involving a metal head was reported. The event was confirmed. Device evaluation and results: the device was not returned but the provided image of explanted component shows that it is intact and blood stained. Medical records received and evaluation: a review of the provided primary operative report, x-rays, and photographs of the explants by a clinical consultant indicated: ¿no clinical or past medical history, no early or serial x-rays, and no examination of the explanted components are available. Based upon the information available for review, no determination can be made regarding the cause of the trunnion/head disassociation resulting in revision surgery twelve years post-implantation. Should additional clinical information become available, this evaluation will be re-opened.¿ device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. A review of the provided primary operative report, x-rays, and photographs of the explants by a clinical consultant indicated: ¿no clinical or past medical history, no early or serial x-rays, and no examination of the explanted components are available. Based upon the information available for review, no determination can be made regarding the cause of the trunnion/head disassociation resulting in revision surgery twelve years post-implantation. Should additional clinical information become available, this evaluation will be re-opened.¿ if the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Sales rep reported a left hip revision due to head dis-association from stem causing pain. Also devices part of recall.